Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad. Also unrelated to the complaint, the audio bolus button was found to be difficult to push. The audio bolus button cover was intact; no damage was observed. The audio bolus button cover was removed and contamination was found on the button contact. The cartridge cap and battery cap were not returned with the pump. A test battery cap was used to complete all testing.